Event description:
It was reported that during a procedure, a versacross access solution kit was selected for use. It was noted that the device was not able to go transseptal. No further details were provided. The procedure outcome is unknown. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.